Manufacturer narrative:
Date of event is estimated. The date of explant is not known to the manufacturer. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-09811. Related manufacturer reference number: 1627487-2019-09812. Related manufacturer reference number: 1627487-2019-09814. Related manufacturer reference number: 1627487-2019-09815. It was reported that the patient underwent surgical intervention and had all of their devices removed due to a constant buzzing sound whether ipg was on or off. No further information is known at this time.